Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 67 mg/dl and juice was consumed to address the bg level. The customer did not know the cause of the low bg. A pump system check was performed and no device issues were found. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User only has one basal rate setting of .3 u/hr. Basal rate setting have since been adjusted. User conducted back to back cartridge change sequences on (B)(6) 2017, one with a large "tubing fill" priming size.if user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.